Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 4 times. The following information was provided by the initial reporter: "fm in gel x3, sticky tube x1".

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 4 times. The following information was provided by the initial reporter: "fm in gel x3, sticky tube x1".

Manufacturer narrative:
H.6. Investigation summary upon evaluation of the photos, the customer¿s product issue was observed during visual evaluation of the sample and photos. The debris appears to be small and able to be removed from the product. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. CAPA 314060 is in place that will help reduce the potential of introducing fm into the product. A team has also been established that¿s main focus is fm awareness and reduction. The device history records were reviewed with no issues being identified. There were no related quality notifications against the finished product. All process and final inspections comply with specification requirements. Damaged scratch- upon evaluation of the photos, the customer¿s product issue was observed during visual inspection of the tube wall. The photos show that there are scuff marks and damage on the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bubble- upon evaluation of the photos, the customer¿s product issue was observed during visual inspection of the tube wall. The photos show that there is a bubble in the wall of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.